Manufacturer narrative:
It was reported that the patient underwent an open ventral hernia repair procedure on (B)(6) 2013 concurrently with mesh reinforcement due to ventral hernia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat complete uterovaginal prolapse, urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a vaginal vault suspension, cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. Monarc ¿ subfacial hammock is referenced, but no clarifying information is provided. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.